Event description:
It was reported that a visual-ice system failed to generate adequate ice. A patient underwent renal cryoablation with a visual-ice system and four icerod cx needles. The needles were tested and confirmed to have no issues prior to use. The patient received local anesthesia around the needle insertion site. After positioning the needles at the tumor, the cryoablation system failed to generate adequate ice. Troubleshooting was performed by an on-site service engineer and the system functioned again about one hour later and the procedure was continued as planned. The tumor ablation zone was monitored with CT imaging and appeared to be adequate. No patient injury or harm was reported.

Manufacturer narrative:
Age at time of event a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Per the manufacturer's technical services manager, the needle clog was likely due to saturated desiccant tubes. A device history record (DHR) review was performed and no deviation was found. A new preventative maintenance (pm) kit containing new larger diameter desiccant tubes and 6g of desiccant per tube was issued to the distributor, chindex medical ltd., and service was performed. A functional test was completed and the device operated as expected. The system was sent back to the hospital for use.

Manufacturer narrative:
Age at time of event: patient's exact age is unknown; however, it was reported that the patient was over the age of 18.

Event description:
It was reported that a visual-ice system failed to generate adequate ice. A patient underwent renal cryoablation with a visual-ice system and four icerod cx needles. The needles were tested and confirmed to have no issues prior to use. The patient received local anesthesia around the needle insertion site. After positioning the needles at the tumor, the cryoablation system failed to generate adequate ice. Troubleshooting was performed by an on-site service engineer and the system functioned again about one hour later and the procedure was continued as planned. The tumor ablation zone was monitored with CT imaging and appeared to be adequate. No patient injury or harm was reported.